Event description:
It was reported that patient underwent a hip revision approximately two years post implantation due to an infection and loose stem. The stem, liner and head were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: australia. D10: cat #: 010000897 / g7 10 deg e1 liner 36mm f / lot #: 3814667. Cat #: 11-363662 / 36mm cocr mod hd std / lot #: 886770. The device will not be returned for analysis. However, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4; b5; d4; g3; h2; h3; h4; h6. Proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The event was unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. A definitive root cause cannot be determined for the stem loosening. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.